Event description:
During an arthroscopy, surgeon was inserting pin into shoulder as a guide with the stryker drill. During pin insertion the guide pin broke off. Attempts were made to remove the broken pin but these attempts were unsuccessful. Pt. Was sent to x-ray to have pin localized with fluoroscope. Pt. Was returned to surgery the same day for removal of retained pindevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.